Event description:
Medtronic received a report that the axium coil could not be pushed normally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right cavernous segment of the internal carotid artery with a max diameter of 4.72 mm and a 2.81 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the axium coil could not be pushed normally during the surgery, and the es coil was replaced after multiple attempts. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis of (B)(4), lot no:227440068. As found condition: the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime inner pouch and within an introducer sheath with the distal implant coil already deployed out of the sheath. The echelon-10 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. No damages or irregularities were found with the axium prime pusher. The axium prime implant coil was found stretched within the introducer sheath with the polypropylene filament broken. The portion of the implant coil outside the sheath was found damaged and knotted. Testing/analysis: the axium prime coil could not be retracted back within the introducer sheath due to the knot. The axium prime coil could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damage to the micro catheter or tortuous anatomy. Customer reported patient vessel tortuosity as minimal, and devices were prepared per IFU. The likely cause could not be determined. The returned axium prime implant coil was found damaged/stretched/knotted. Customer did not report any issues or damages found during preparation; therefore, it is possible the damages occurred during the attempt to push the coil into the micro catheter against the reported resistance. It is also possible the introducer sheath was not fully seated within the catheter hub, causing the implant to bunch up within the hub and form a knot. As the echelon-10 micro catheter used in the event was not returned for analysis, any contribution of the echelon-10 micro catheter towards the resistance could not be assessed. The axium prime coil is compatible for use with the echelon-10 micro catheter as it has an inner diameter of 0.0165¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.